Event description:
It was reported that the compressor shuts off. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hosp by our svc engr. The investigation of the standby valve could confirm the reported failure. When the compressor is used as backup, the compressor will supply the ventilator with compressed air when the central air supply pressure goes below 36 psi for more than 2 seconds. The standby valve did not work as intended and the compressor failed to deliver compressed air. The standby valve was replaced at the site and after a successful functional check the compressor was returned to svc. This event was identified in a retrospective review of svc orders. (B)(4).